Manufacturer narrative:
Device eval summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse events resulted from the defective flash. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his charger would not power on. The patient was issued a replacement charger.